Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported during the patient's lead revision procedure (reference MFR. Report: 1627487-2015-23740), the patient reported experiencing difficulty charging the ipg. Subsequently, the ipg was explanted and replaced with a different model. Effective stimulation was restored post-operative.